Manufacturer narrative:
Findings: pump passed a21 error test. No a21 alarm and no a17 alarm noted. Pump tested with no sound anomaly noted. Pump received with cracked reservoir tube lip, cracked case near display window corner, and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a21. Customer's blood glucose was unknown mg/dl. The customer found a17 and a21 alarm in alarm history. Customer stated a temp basal was not programmed before the a21 alamr occured. The customer stated that alarm occurred after inserting the battery. The customer clear the a21 alert. The customer was advised to monitor the pump.